Manufacturer narrative:
Failure analysis revealed the insulin pump had moisture damage on the lcd board noted. Minor scratches on lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Reference manufacturer report number: 2032227-2014-26703.

Event description:
Customer reported her insulin pump was exposed to fluid. She stated the fluid exposure was insulin. Customer's blood glucose was 74 mg/dl. She stated the reservoir compartment was exposed to insulin because she had removed the snap cap from the reservoir. The customer also reported the insulin pump was vibrating without an alarm or an alert. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.